Event description:
Healthcare professional reported "infected and had to be removed". Later healthcare professional reported ¿implant position was high first noted¿, ¿later breast swollen with mild redness at vertical incision noted. Clear serous fluid expressed. Antibiotics started. Culture sent, results: neg. No organisms seen¿, ¿ breast abscess debridement with implant removal. Culture sent, neg. Moderate white blood cells rare gram positive bacilli¿. This record is for left side. Deceive has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess.